Manufacturer narrative:
The device evaluation is expected, however not yet initiated. Covidien reference: (B)(4).

Event description:
Covidien received information stating that the graphic user interface (gui) on an 840 ventilator was inoperable. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
During a follow-up, with the user facility, the device was found to have been discarded. The manufacturer did not evaluate the device. The reported issue was not confirmed.